Event description:
It was reported that the patient presented to the emergency department after receiving a vibratory alert. Upon review, the right ventricular lead exhibited low defibrillation impedance and loss of capture. Diagnostic imaging was performed, and no abnormalities were noted. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.